Event description:
Additional information received indicated that the patient was doing ok with the new battery and extensions.

Event description:
It was reported that after the implantable neurostimulator (ins) and extension replacement, the patient was kept in the hospital due to a suspected wound infection. It was stated that the patient had a temperature from the (B)(6) 2013. The manufacturer representative speculated that the wounds must have ¿looked inflamed¿, but he did not know. It was stated that ¿they would have jumped on him quickly with antibiotics¿, as the patient lost a device in the past due to infection.

Manufacturer narrative:
Product ID: 37082-60 lot# serial# (B)(4), product type extension product ID: neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional review indicates information reported previously in MFR #9614453-2013-01474 pertains to manufacturer¿s report #3007566237-2013-02462.